Event description:
It was reported that device migration occurred. On (B)(6) 2026, a left atrial appendage closure (laac) procedure was performed. A 35mm watchman flx pro laa closure device was implanted. The patient was discharged. At a routine follow up on (B)(6) 2026, computed tomography (CT) imaging showed the device appeared to have shifted proximal in the laa. The implanting physician will follow up with the patient about options for device retrieval.